Event description:
Using the smith's cadd solis smart pca pump, a nurse was changing out a pt's morphine pca cassette. This was an end of life pt, receiving 5 mg/hr of morphine for comfort measure care. When the nurse exchanged out the empty cassette for a new cassette, she failed to unclamp the cassette tubing. The nurse turned the pump on and it began to run and decrement down the reservoir volume, as if the fluid was going through the tubing. Not realizing the cassette tubing was still clamped and no fluid was actually being delivered, the nurse walked away from the pump. Several hrs later, the pump alarmed that the cassette was empty. The nurse changing the cassette at that time later in the evening noticed that the cassette still seemed full, and that the tubing was still clamped. The removed full cassette was returned to pharmacy where it was determined the full volume was still remaining in the cassette and that the pt had not been receiving any medication for the previous 6 hrs. The pt was resting comfortably, not twitching, etc. After discussion with nursing staff, there have been other instances not reported where the nurse noticed while priming that the tubing was still clamped... Yet the pump had not alarmed the nurse to the fact that no fluid was actually leaving the tubing because of this clamping. This info was relayed to an employee of the smith's medical company today. We were instructed to change the downstream sensor from low to high for now this was originally set at low based upon advice from the smith's installation employee assigned to our facility. The smith's employee I spoke with today stated that he would report the incident to his product complaint team for investigation. The device allowing the nurse to believe it was running while the tubing was still clamped led to an actual error omission of medication for approx 6 hrs and would be contributing to narcotic documentation discrepancies as well. Dates of use: (B)(6) 2013.